Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump received with minor scratched display window. The insulin pump received with cracked battery tube threads. The insulin pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated they were changing the infusion set when the insulin pump began to scroll. Customer also reported the buttons were not functional on the insulin pump. Customer's blood glucose was 80 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.